Event description:
It was reported that the right ventricular (rv) lead exhibited exercise induced t-wave oversensing (twos). The patient¿s heart rate drops to approximately 60 bpm at elevated activity levels due to the twos. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products:5076-52 lead implanted: (B)(6) 2020 and dtpb2qq crt-d; 479888 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.